Event description:
Customer reported a crack in the reservoir area of the insulin pump. Customer stated that the clear, plastic ring from the top of the reservoir area is lifting off. Blood glucose level at the time of the call was 468 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.